Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the biomed had an arctic sun device that failed calibration for an error 81 (water check time out - difference between water temperature and reference temperature is greater than 2 °c) expected value was 6 but actual value was 20 degrees. Per wo notes, there was a bad mixing pump, gave part number and price for new pump.

Event description:
It was reported that the biomed had an arctic sun device that failed calibration for an error 81 (water check time out - difference between water temperature and reference temperature is greater than 2 °c) expected value was 6 but actual value was 20 degrees. Per wo notes, there was a bad mixing pump, gave part number and price for new pump.

Manufacturer narrative:
The reported issue was confirmed. The root cause for the reported event is a failed mixing pump. Expected value was 6 but actual value was 20 degrees. Per wo notes, there was a bad mixing pump, gave part number and price for new pump. The complaint or reported issue was confirmed through other elements of the investigation to not be manufacturing related. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. Based on the results of the investigation, no additional actions are needed. Corrections: d, f, h. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.